Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's remaining test strips were provided for investigation where they were tested using a retention meter and retention controls. Control ranges: level 1 = 30-60 mg/dl, level 2 = 261-353 mg/dl. Results: level 1: 47 mg/dl, 47 mg/dl, and 46 mg/dl, level 2: 316 mg/dl, 314 mg/dl, and 316 mg/dl. All returned results are within acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that a patient received discrepant glucose results when testing with accu-chek performa meter serial number (B)(4). The patient tested himself using the meter and the glucose result was 225 mg/dl. The patient thought the result was high for him, so within 10 minutes, he tested samples collected from the same fingerstick, resulting with values of 176 mg/dl and 153 mg/dl. The reporter also ran 3 tests using samples from the same fingerstick and the results compared. No adverse events were alleged to have occurred with the patient. No actions were taken based on the results. The patient is currently fine. Meter controls passed. The reporter performed linearity tests on the meter and they looked good. The reporter also performed a correlation study and the results compared well. The reporter's product was requested for investigation.